Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a defective latch lock. There was no patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with the smiths tampered seal label missing. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was evidence of high alarms found in the event log. A functional testing was performed to investigate the reported issue and it was confirmed. A "cassette not attached properly" error alarm emerged during the functional tests. Mu showed a nonreactive dso, downstream occlusion sensor, sensor. It was determined to be caused by a defective dso. The dso sensor was replaced and the latch lock assembly was also replaced for preventative measures.